Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicated that the device was explanted over a year later with no further allegations relating to this or any event being made against it. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient¿s pacemaker was displaying different threshold measurement outputs and longevity remaining readings between interrogations. Boston scientific technical services (ts) discussed that the patient¿s automatic capture (ac) is on and has gone into retry, thus increasing the threshold measurement outputs in the right ventricular (rv) lead and decreasing the device¿s longevity calculation. Upon turning ac off and reprogramming a fixed output in the rv lead, the longevity remaining of the pacemaker changed back to normal when interrogated. Ts provided general ac information to the field. The patient¿s pacemaker remains implanted and in service. There was no patient harm or adverse patient effects reported.